Event description:
Additional information was received that the patient was seen in clinic approximately one month later. A health care professional (hcp) contacted boston scientific technical services (ts) for further discussion regarding the previous reported out of range shock impedances. It was noted that measurements were out of range for one day and all subsequent measurements were stable and within normal limits and all other lead diagnostics were noted to be stable. Ts discussed potential causes and troubleshooting options. The hcp elected to increase the remote monitoring alert value and continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. It was noted that the patient would be seen in clinic on an unknown date in the future as the patient was noted to be bedridden. This product remains implanted and in service. No adverse patient effects were reported.